Event description:
The customer reported that he experienced a high bg (250mg/dl) and had programmed a correction bolus. While the bolus was being delivered, however, the pod initiated an alarm. A new pod was applied and the suspect pod will be returned for eval.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.